Manufacturer narrative:
Date of event: unknown. Investigation summary: samples were received and an investigation was performed. A review of the manufacturing records was performed and one non-conformances were raised in association with this type of event for this lot. Bd was able to duplicate or confirm the indicated issue and based on trend analysis no further action is required at this time.

Event description:
It was reported when using the bd insulin syringe with the bd ultra-fine¿ needle the stopper was defective and/or deformed. This event occurred 80 times. The following information was provided by the initial reporter. The customer stated: "when opening the polybag, it was found almost all rubber stoppers were distorted and could not be used."